Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, air entered through the hemostasis valve. This issue occurred immediately after inserting the sheath into the patient's body and prior to inserting the transseptal needle. Before using the transseptal needle, the dilator was inserted into the introducer and used correctly as order the process. The devices inserted into the hemostasis valve are only the included dilator and guidewire. No particular resistance was observed when a device was first inserted into the sheath hemostasis valve. There was no confirmed that an air movement into the patient's body. When replacing the sheath, no additional puncture to the blood vessel access site was required, and the replacement was inserted through the same puncture site. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.